Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: unique identifier (UDI) # - unable to determine entire UDI# as information was not provided. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the ventilators display goes black when the unit is powered up in normal use or in service mode. Leds are functional, the solenoids are heard, the alarms are heard and the membrane buttons work. No patient harmed.